Manufacturer narrative:
All available information was investigated, the returned device analysis confirmed mechanical jam due to an observed knotted lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability removing the lock line was due to the observed knotted lock line; however, a definitive cause for the knotted lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: removed device code 4012 replaced with device code 2893.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Imaging was noted to be difficult. The clip delivery system (cds) was advanced to a2p2 and the leaflets grasped. After establishing final arm angle (efaa), an attempt was made to remove the lock line however after 10cm was removed, the line stuck and could not be removed further. The clip was opened and inverted and the cds retracted to the left atrium (la) and then removed from the patient. A new cds was advanced to a3p3; however due to bad echo conditions and shortness of the posterior mitral leaflet (pml), grasping was unsuccessful. The cds was removed and procedure aborted with the mr remaining at 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.